Manufacturer narrative:
Batch review performed on 06-mar-2024 lot 2112606: (B)(4) items manufactured and released on 13-dec-2021. Expiration date: 2026-11-07. No anomalies found related to the problem. To date, 7 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 8 months after primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the liner (12mm) with a thicker one (14mm) and surgery was completed successfully.